Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and patient experienced cardiac tamponade treated with a pericardiocentesis. The investigation was completed on 23-jan-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 08-jan-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and patient experienced cardiac tamponade treated with a pericardiocentesis. Transseptal puncture performed with accusafe. After septal puncture, thermocool® smart touch® sf bi-directional navigation catheter was inserted into the left atrium after 3 attempts and ablation performed. Blood pressure of the patient was found to be decreased after both pulmonary vein (pv) isolation. Intracardiac echocardiography was performed for the possibility of cardiac tamponade. Pericardial effusion was observed. Zero point was obtained in the left atrium, left inferior pulmonary vein (lipv) fall point was checked, but computed tomography (CT) image did not match (since CT merge was not conducted at this time, the position between the ablation catheter and the left atrium was an approximation based on the cine image and carto 3 operator), the ablation catheter entered once near the first branch of lipv. The contact force (cf) at this time was below the upper limit setting. Because lipv was flat, the anterior wall side of lipv was ablated from the left atrial appendage side (40w, ai 400-450). The anterior wall side (ridge) of left superior pulmonary vein (lspv) was ablated from inside of pv. The blood pressure was increased by vasopressor and cardiac drainage, and the patient left the catheterization room after vitals were stabilized. Cardiac surgery was not required. Outcome is patient improved as it was confirmed that the patient has been discharged from the hospital. The physician¿s opinion on the cause of this adverse event was procedure related. The physician's comment on the relationship between the event and the product was the event was probably caused by the ablation catheter manipulation in the left atrium. However, since the blood gas data of the pericardial fluid showed venous blood, it cannot rule out the possibility that it was caused when the ablation catheter was passed through the septum or when it was manipulated in the right atrium. There were no abnormalities observed before or during using the product. No error messages observed on biosense webster equipment.